Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No low battery alert and unexpected battery power loss anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm was reoccurred. The customer¿s blood glucose level was 180 mg/dl. The customer stated that they 1 month ago with a battery issue and did after 5 tries and received a new battery cap and it did not turn on. Troubleshooting was performed. The insulin pump will be returned for analysis.